Manufacturer narrative:
This event was reassessed and is being updated as part of a retrospective review of events in response to an update to the MDR complaint sources. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no indication of any device malfunctions or performance issues that would impact the event. There is also no clinical evidence to suggest that a malfunction of the device caused or contributed to the reported event. The root cause of the reported event cannot be conclusively determined; though, clinical factors that may have contributed include the patient's previous medical history, therapeutic use of anticoagulant and antiplatelet medications, and related comorbidities. There are patient, procedural, and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received stating patient called complaining about dark, tarry stools, light headedness and dizziness when standing. Was told to go to the emergency room (ER). Patient was admitted to the intensive care unit (ICU). Gastroenterologist and disease consult were ordered. Patient was started on IV zosyn 3.375 g/6 hours, protonix was started at 8 mg/hr. Coumadin was held due to gi bleed. On (B)(6) 2017 patient was transferred to the floor still with melena in stool, coumadin still on hold, and initiated on aspirin 325mg. On (B)(6) 2017 coumadin (5mg) was restarted. (B)(6) 2017 heparin was initiated. Patient was discharged home on (B)(6) 2017 on cipro 500mg bid for 10 days, flagyl 500mg tid for 10 days, also lovenox 150mg daily until therapeutic, remains on coumadin 5mg daily and aspirin 325mg daily. Anti-platelet ticagrelor was discontinued. No further information provided at this time.